Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery. The customer was assisted with troubleshooting for the low battery. The customer was advised recommended protocol in maximizing battery life. The customer was advised to monitor insulin pump and call back if issue persist. The customer called back to report that they experienced high blood glucose of over 400mg/dl. The customer stated they treated with the insulin pump and manual injection. The customer declined to troubleshoot for the high blood glucose reading. The insulin pump will not be returned for analysis.